Manufacturer narrative:
A ge representative evaluated the system and erased the flash memory, formatted the system disk, loaded system software, reloaded calibration and configuration files, and formatted the cine disk. The system operates as intended.

Event description:
The customer reported the system mixed up images. No patient injury was reported.